Manufacturer narrative:
The device image was reviewed by technical services and the event of failure to convert rhythm was confirmed. The cause of the reported event seemed to be that the shocks were too low energy to convert. The shocks were 200v and 250v, significantly below the max shock output. The device behaved as programmed. No high voltage output anomalies were found. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented to the clinic experiencing four failed therapy to convert the rhythm even after the implantable cardioverter defibrillator device (ICD) was programmed at max output. The patient was transferred stabilized and had the heart failure medication regime, optimized, and brought back to the lab five days later for repeat testing. The implantable cardioverter defibrillator was explanted and replaced. The ICD was upgraded from a 36j ellipse to a 40j gallant. No patient consequences.